Manufacturer narrative:
The case description states that the user had high bgs while using the system. It is mentioned that the user inputted settings to the new controller but is unknown if they were the same settings as the previous controller. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The engineering logs from the date of occurrence were overwritten due to continued use of the system. Inspection of the available android log files found no evidence of issues with insulin delivery. The phb audit data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on egvs, and user inputs. It is unknown if the settings inputted to the new controller were the same as the user's previous settings, however the controller was found to act as expected given these settings. The bolus calculator was found to give correct suggestions and all boluses programmed by the user were successfully delivered and completed. The system was found to function as intended.

Manufacturer narrative:
Correction to (B)(4). Remove from medical device problem code = (B)(6) failure to power up. Remove from b5 - describe event or problem = it was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 561 mg/dl. The patient was disoriented, slurring speech and lost consciousness. For treatment, the patient was given insulin. The patient was discharged after 7 hours. The controller would not turn on. No further details to report. Add to b5 - describe event or problem = it was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 561 mg/dl. The patient was disoriented, slurring speech and lost consciousness. For treatment, the patient was given insulin. The patient was discharged after 7 hours. The controller settings were not inputted correctly. Add to medical device problem code = (B)(6) use of incorrect control settings.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 561 mg/dl. The patient was disoriented, slurring speech and lost consciousness. For treatment, the patient was given insulin. The patient was discharged after 7 hours. The controller settings were not inputted correctly.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 561 mg/dl. The patient was disoriented, slurring speech and lost consciousness. For treatment, the patient was given insulin. The patient was discharged after 7 hours. The controller would not turn on. No further details to report.